Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that a piece of the outer gasket of the 511sd trocar broke away and fell into the pt. The surgeon saw the piece inside the pt, but it was not recovered.